Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding this event as well as the availability of the system controller for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report (B)(4) from the (B)(4) registry reporting that the "pt had some issues with manipulation of the driveline and alarms". The hospital exchanged the pt's system controller. X-rays of the percutaneous lead (driveline) submitted to the MFR did not indicate any issues. The pt has reportedly not had any further reports of issues.